Event description:
It was reported that a hematoma formed due to bleeding in the device pocket and was confirmed at the hospital. The patient had a pocket revision to remove the hematoma. The procedure was successful. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide a correction to the implant date under the tab d suspect medical device. It was reported that a hematoma formed due to bleeding in the device pocket and was confirmed at the hospital. The patient had a pocket revision to remove the hematoma. The procedure was successful. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This supplemental report is being filed to provide a correction to the implant date under the tab d suspect medical device. The correct implant date is (B)(6) 2018.